Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. Access was obtained via the brachial artery. The physician used a 6.0 x 40/75cm mustang balloon catheter to dilate the severely calcified lesion and the balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the balloon material was torn both circumferentially and longitudinally. A partial circumferential tear was noted at approximately 35mm distal to the proximal transition zone. The longitudinal tear began at approximately 35mm distal to the proximal transition zone and ran distally for a distance of 10mm. Visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. Access was obtained via the brachial artery. The physician used a 6.0 x 40/75 cm mustang balloon catheter to dilate the severely calcified lesion and the balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient status is reported as stable.